Event description:
Humina mesh implanted in 2011, I was not made aware of possible problems that could and did occur. Had serious infection from the prolene mesh. I was so sick and worse yet terrible time finding a doctor who could help me. What a nightmare. Seven months post op now from removal. Still in a great deal of pain and will need further surgery to repair the damage this plastic in my body caused.